Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Despite previous troubleshooting attempts, the issue persisted, tandem customer support decided to proceed with sending a replacement pump as clinical troubleshooting was exhausted.